Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, during a procedure involving closure of an atrial septal defect via access in the right femoral vein, a safe-t-j rosen catheter exchange wire guide "frayed" upon removal of the device. Per the user, the outer coating came apart as if the wire caught on something. An unspecified closure device, sizing balloon, and multipurpose catheter were used during the procedure. The wire was not altered prior to use. There were no sharp edges and nothing flaked from the wire. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, manufacturing instructions, and quality control data. One safe-t-j rosen catheter exchange wire guide was received. The distal weld connection was broken, resulting in coil elongation. The curve was in a pigtail configuration. No other issues were identified. There was one non-conformance for wire broken which could possibly be related to this complaint. However, the affected unit was identified and scrapped prior to further processing. In addition, there were no other complaints received associated with the complaint lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that a component failure unrelated to design or manufacturing deficiencies has caused this failure. The investigation results show evidence to support that the device was manufactured to specification. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common name & product code = dqx wire, guide, catheter. PMA/510(k) number = pre-amendment. Device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a procedure involving closure of an atrial septal defect via access in the right femoral vein, a safe-t-j rosen catheter exchange wire guide "frayed" upon removal of the device. Per the user, the outer coating came apart as if the wire caught on something. An unspecified closure device, sizing balloon, and multipurpose catheter were used during the procedure. The wire was not altered prior to use. There were no sharp edges and nothing flaked from the wire. Upon return and initial evaluation of the device, the distal weld connection was broken, resulting in coil elongation and an altered curve configuration. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.